Event description:
It has been reported that one bd q-syte luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: drug leaked from the connection. The connection port of the q-syte was defect.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs for evaluation. Bd received two q-syte assemblies with no packaging material. Through the visual inspection, the unit was returned with the septum top disk pushed into the adapter and also unglued from the rim. There were traces of septum and adhesive material observed on the rim which is an indication that bond was provided during manufacturing. Damage in the form of tears was also observed on the slit of the septum top disk. There was no physical or mechanical damage found on any of the components of the unit. A water- leak test was performed where leakage was not observed in the actuated or the unactuated positions. Bd could not confirm the reported issue or establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: drug leaked from the connection. The connection port of the q-syte was defect.